Event description:
Stryker corporation smartpump pneumatic tourniquet system was working normally in the beginning of the case. Smartpump tourniquet system began to alarm shortly after, but continued to hold pressure of 250mmhg.